Event description:
Facility paramedics were using the device to pace a pt while in transit to the hosp. The operator reported the device pacer would repeatedly shut off without any alarms observed. The pt was not resuscitated. The reporter indicated pt outcome was not affected by the discrepancy, based upon continued device use.